Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: after 3 hours of use, the seal part was broken and the broken piece fell into cavity. It was retrieved from the cavity and a new trocar was opened to complete the procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.